Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and stained end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was 144 mg/dl. The customer also noted a motor position encoder error alarm prior to the motor error alarm occurring. It was also found the customer was unable to troubleshoot because their settings would be erased. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.